Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the pump housing, making it difficult to load the cartridge into the pump. Customer declined additional assistance from tandem technical support regarding this matter. There was no reported adverse impact to the customer's blood glucose level.